Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage and functional test. Based on the information available and analysis results, the reported allegations of mechanical issue and a hole/perforation are unable to be confirmed. The pump passed functional testing, and the kink resistant tubing (krt) was not returned for analysis. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.